Event description:
Patient underwent full revision surgery (replacement of the lead and generator). The explanted lead and generator were received by product analysis. Product analysis has not been completed to date.

Manufacturer narrative:
Corrected data, version no.1: visually observed lead break inadvertently not reported.

Event description:
Surgeon reported during the replacement procedure that a visible lead fracture was observed. It was reported that the lead electrode was seen between its torn sheath generator product analysis was completed. The pa lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=no condition. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was confirmed. There were no performance or any other type of adverse events found with the pulse generator. Lead product analysis was completed. Sets of setscrew marks were seen on the marked connector pin providing evidence that proper contact between the setscrew and the marked connector pin existed at least once. During the visual analysis an abraded opening was observed on the outer silicone tubing in the body portion of the returned lead. Abraded openings were observed on the inner silicone tubes in the electrode section of the returned lead. The connector ring quadfilar coil appeared to be broken approximately 1mm and at 2mm from the end of the electrode bifurcation. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 1mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type with pitting. What appeared to be flat spots were observed on two of the broken coil strands. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 2mm) and identified the area as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded opening and cut out hole found on the outer silicone tubing; most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the reported lead fracture. Other than the noted anomalies above, no other anomalies were identified in the returned lead portions.

Event description:
Patient reported to be experiencing an increase in seizures and that a lead fracture was suspected. The patient was referred for device replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.